Event description:
It was reported that the pt experienced a cerebrospinal fluid (csf) leak. The pt underwent a catheter revision to repair the csf leak. The original catheter length was 66cm. 22.5cm of catheter was removed, once the old distal segment was removed, the "hole" was closed leaving 43.5cm in place. A new 24.1cm distal piece was implanted via percutaneous needle at a different location and connected to the previously implanted proximal catheter piece for a new catheter length of 67.6cm. No pt outcome was reported. The drug contained in the pump was not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Results- refers to the catheter.